Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-06282 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the 10-years-old male child patient faced a kinked cannula on (B)(6) 2024. His blood glucose level of the patient at the time of issue ranged between 370 to 456 mg/dl. The issue occurred wih two similar types of infusion sets and site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.